Event description:
It was reported that the lens was implanted (B)(6) 2011 and explanted (B)(6) 2012 because the wrong diopter lens was implanted. The doctor was able to switch to correct diopter of the same model lens. It was stated that the patient is doing fine.

Manufacturer narrative:
The lens was received and diopter measurement was performed having the correct diopter value of 29.5. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.